Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to the connector plug unit corroded and the connector cable damaged. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a b30 error (connector plug unit corroded) and another b30 error (connector cable damaged). There were no reports of patient involvement.